Manufacturer narrative:
As per the breast implant received, it was confirmed that the product is a non-mentor device. Follow-ups were made to obtain clarification for the wrong product received. However, no further information has been made available. Since this record is related to a non-mentor product; there are neither deficiencies alleged, nor patient injuries related to mentor products. Therefore, no further investigation is required. As a result, we are closing this investigation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that unintentionally not selected g3 - report source -health professional. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent an unknown breast surgery with an unknown saline prosthesis experienced left sided deflation post procedure. As a result, patient underwent bilateral replacements as follow: left replaced with cat#: 3502500, sn#:(B)(4), and right replaced with cat#:3502500, sn#:(B)(4) on (B)(6) 2020.

Manufacturer narrative:
On september 29 2020, mentor became aware that unintentionally on initial report indicated that a manufacturing record evaluation (mre) was performed, which in fact there was no lot number was received to perform that task. The correct statement is as follow: since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).